Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had "no audible overtemp". No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device confirmed the alarm for overtemperature did not function. Once the alarm circuit board was replaced the device performed as expected.